Event description:
It was reported that the device was explanted. Additional information was requested but was not received.

Manufacturer narrative:
The field complaint of backup operation was confirmed. The device was received in backup operation. Analysis of the device image indicated backup occurred due to transient low battery voltage. Extracted battery trend information revealed the device was approaching end of life battery voltage before entering backup operation. After cutting open the device, the battery was found to have reached end of life due to normal depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was not able to be interrogated and was then found in back-up mode. Device explant was anticipated. There were no adverse consequences and the patient's condition was stable.